Manufacturer narrative:
MFR date is unk at this time.

Event description:
It was reported by service report, the indicator side rail switch is not working. No pt involvement or adverse consequences are reported.